Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that medical records received a phone call from the wife of the patient with this device and non-guidant lead. Two weeks post implant, the patient expired. Reportedly, when this device was implanted, everything went wrong; the patient could not swallow and was unable to eat. It is not known whether this device contributed to the patient's death.